Manufacturer narrative:
H3: one device was returned for repair in used condition. The reason for return is related to a past service for a downstream occlusion (dso) seal bubbled. Visual evaluation found the downstream occlusion (dso) seal bubbled and separated. The reported problem was verified. Replaced the dso seal to correct the issue. The device passed all functional tests after the repair.

Event description:
It was reported that the device's downstream occlusion seal bubbled and was separated. The event occurred during testing, there was no patient involvement.

Manufacturer narrative:
A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.